Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: unk-cv-sr-endur-ii, s/n: unknown; use by date: unknown ; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts were implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm on an unknown date. It was reported that the patient was brought to or emergently due to a ruptured aneurysm. It was found there was a iiia endoleak between the aortic cuff and iliac extension. Intervention was performed and the iliac extension was explanted, while the aortic cuff was partially explanted. These were replaced with an artificial blood vessel. As per the physician the cause of the event was that the patient was not aware of the need for regular follow-up and the endoleak was not detected at an earlier stage. No additional clinical sequelae were provided and the patient is fine.